Event description:
IT WAS REPORTED BY THE CUSTOMER THAT A PYXIS MEDSTATION ES SYSTEM REMOTE MANAGER FAILED STORAGE SPACE AND DEVICE NOT DETECTED. THE CUSTOMER STATED THAT THERE WAS A DELAY TO THE PATIENT'S WORKFLOW. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS INCIDENT.

Manufacturer narrative:
UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MALFUNCTION WAS CAUSED BY THE REMOTE MANAGER FAILURE. A FIELD SERVICE ENGINEER REPLACED A NEW CONTROL BOARD. THE SYSTEM FUNCTIONED AS INTENDED AS THE FIELD SERVICE ENGINEER TROUBLESHOOTED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES remote manager failed Storage Space and device not detected.The customer reported that there was a delay in patient care.As per part investigation, it was determined no faults or irregularities were observed during the evaluation process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: Section D Device Available for Eval, Returned to Manufacturer on.